Event description:
The customer reported elevated patient test results. The customer stated that a patient's blood lead test result obtained using the leadcare ii system was 13.6 g/dl, while a confirmatory test result for the same patient was reported as 6.8 g/dl. As part of troubleshooting, technical services (ts) requested information regarding the customer's blood collection and testing methods. The customer reported using the capillary tubes included in the leadcare ii kit for patient sample collection. The customer indicated that they recently implemented washing patients' hands with soap and water prior to sample collection and drying the hands with gauze. The customer reported that the collection site was prepared by wiping with an alcohol pad and lancing the skin, and that the first drop of blood was not wiped away. The customer reported filling the capillary tube to the black line with no visible air bubbles and immediately dispensing the contents into the treatment reagent (tr) tube using the plunger. The customer reported inverting the tr tube 10 times and using the dropper provided in the kit to dispense the treated sample onto the "x" on the sensor. The customer also reported storing all supplies in their original containers, capped, until immediately before use. Ts identified that the instructions for sample collection and handling were not fully followed by the customer, specifically: (1) drying patients' hands with gauze instead of allowing them to air dry; (2) not wiping away the first drop of blood after lancing; and (3) not removing excess blood from the capillary tube prior to dispensing into the tr tube. Ts instructed the customer to follow cdc guidelines for capillary blood collection and the blood lead test procedure described in the leadcare ii package insert. Ts provided the customer with the cdc capillary blood collection video, cdc finger stick poster, leadcare ii package insert, and user's guide.

Manufacturer narrative:
The customer call included report of five elevated patient results. This report documents one patient result. Separate mdrs will be filed for each of the remaining four results. The related report numbers will be referenced in the 3500a form for traceability.